Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The customer reported that the system was showing x-ray error. The philips field service engineer (fse) inspected the system onsite and could not replicate the reported issue. The reported problem did not reoccur, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that an x-ray error appeared. There was no report of harm. Philips has started an investigation of this complaint.